Manufacturer narrative:
(B)(4). Batch # t92614. Device analysis: the analysis results found that the tb12lt instrument was received with the tip of the sleeve broken and multiple cracks along the shaft of the sleeve. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The results found that the component exhibited brittle properties, however the source is unknown. This material has been known to become embrittled when in contact with certain substances, such as cleaning liquids. A manufacturing record evaluation was performed for the finished device batch t92614 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected data - conclusion code submitted as 4315 in error. Updated to 61.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a trocar on the handle of the user from front view and damage can be seen in middle of sleeve. The second photo shows a trocar inside of a plastic bag from side view. Based on the photos reviewed, the event describe of sleeve issue is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4) additional information was requested, and the following was obtained: was any type of disinfectant used on the sleeve? Did not do disinfection, as this device is disposable was the device reprocessed? No the piece that was left in the patient, what part of the trocar was it? The screw part were the broken pieces eventually found? No did you inspect the device prior to using? Unk, the sales was not on site what is the anatomical location were the trocar was inserted? Unk what is the current patient status? Stable and left from hospital

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any type of disinfectant used on the sleeve? Was the device reprocessed? The piece that was left in the patient, what part of the trocar was it? Were the broken pieces eventually found? Did you inspect the device prior to using? What is the anatomical location were the trocar was inserted? What is the current patient status?

Event description:
Air leakage & damaged device. It was reported that during the radical surgery for robotic ovarian cysts, the surgeon noted the device with air leakage issue, then check the device, found it was damaged. Two pieces of the trocar fell off and only one piece was found and withdraw from the patient. Patient safety hazard due to the other fallen piece was not found and the operation time prolonged. Another device was used to complete the surgery. The patient is stable now.